Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended.

Event description:
The customer reported the system would arc and lock up. No pt injury was reported.